Manufacturer narrative:
The event is both a product and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the device reset was done. Patient charged up to 25% and por was cleared. When the patient left the hcp's office, the ipg was charged 50% and ipg and recharge maintained an 8 box coupling. Rep spoke with patient who stated the ipg was helping her pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said her ins "stopped working" in (B)(6) 2018 and she saw a rep that tried to restart the ins, but they were unable to. The patient said the rep recommended the ins be replaced, but the patient did not want to do that at that time. This offers conflicting info as the previous info suggests the ins was restarted in the fall of 2018. No further complications were reported.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was brought out of over discharge on the day of the report via a physician mode recharge. The rep said the patient was having difficulty charging starting in march and then noticed they could not charge the ins in july. The patient said they would charge for hours but they were unable to get past 25% even with 8 coupling boxes. Technical services told the rep to have the patient keep a log and then meet with the patient again to corroborate the data. No symptoms were reported. No further complications were reported/anticipated.